Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was proximal junctional failure after t12/l4 fixation. It was reported that, fm was inserted openly at t8/9/10, and during cement injection, a small amount of cement leaked between the cement delivery tip and the screw head at t8 left. After confirming the cement leakage, the tip was immediately removed, and the adhering cement was also extracted. The cement was easily removable using a kocher clamp. Procedure performed was t8/l4 pedicle screw fixation and t12 balloon kyphoplasty. There was a delay of less than 60 minutes reported as a result. No malfunction associated with the cement. There were no patient symptoms reported. No further complications reported regarding the event.